Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. - the capsular contracture in the patient¿s right breast is baker grade IV. - the patient¿s left breast prosthesis ruptured sometime after implantation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round spectrum 325cc saline breast prostheses on (B)(6) 2010. This medwatch report is for the patient¿s left breast prosthesis.